Event description:
A report received from the cordis clinical study in argentina associated a cypher stent with a non q-wave myocardial infarction at the inferior wall on the same day after implantation. Indication for the procedure was stable angina and the target vessel was de novo readily accessible with 90% stenosis and a type b classification. The cypher was predilated with a 3.0 x 23mm balloon at 16 atm and the cypher was implanted at 16 atm in the unk vessel. No complication during the procedure was reported. But it was reported that the patient experienced a myocardial infarction, which resoled without sequel. This event was determined unrelated to the cypher stent but possibly related to the index procedure. Additional information received indicated the patient presented with silent ischemia approximately four months later and coronary angiogram showed a restenosis of another cordis product, (a bx sonic cordis stent) which was implanted in the mid left anterior descending coronary artery prior to the index procedure. The restenosis was treated by implantation a cypher stent. Procedural information regarding the unk cordis bx sonic stent is not available.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01598 and 9616099-2008-00169. Additional information will be submitted within thirty days upon receipt.